Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient was attempting to update her controller software, but the controller froze while trying to do the software update. Due to the controller issue, the patient was unable to deliver insulin through her omnipod system. The patient attempting to control her bg (blood glucose) levels with insulin pen injections without success. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea, and vomiting. The patient was treated with an insulin drip and oxygen. The patient was released four days later. Patient also reported being on dialysis three times per week.